Manufacturer narrative:
No other similar complaints have been logged for this lot. Customer's concern was verified upon physical inspection of returned cards. Batch record review indicates lot met all specifications, in-process and lot release criteria. There were no ncrs associated with this lot. Labeling cautions the user to inspect the card prior to use to verify presence of gel and fluid. Each microtube should have a clear liquid layer on top of the opaque gel. Current labeling also alerts the user not to use cards if the gel matrix is absent or if the liquid in the microtube is at or below the top of the gel matrix. If fluid and gel are not present, cells will migrate to the bottom of the microtube during centrifugation. Reaction will appear negative. If user fails to detect missing components. A false negative result when performing indirect antiglobulin tests may lead to the potential transfusion of incompatible blood. Risk of death or serious injury is not remote.

Event description:
Customer states that 3 anti-igg cards from lot 032004001-27 have no liquid or gel in all 6 microtubes. Foil seals were intact.